Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: customer recognizes the error code 242.4030 on 8100 device (s/n (B)(4)). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: customer recognizes the error code 242.4030 on 8100 device (s/n (B)(4)). Explained problematic fault of the error code on the 8100. Recommended the repair replacement of part assemblies to isolate error location. Customer to replace the ail sensor to resolve issue of concern. If any further problems persist, customer to give a call back. End call. (B)(4).